Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned leopard implant, 5 deg lrdtc, 28x1 [product code: 1864-48-010, lot no: angbbk] noted that the leopard cage was fractured into four segments. A review of the device history record (DHR) for the leopard implant, 5 deg lrdtc, 28x1 [product code: 1864-48-010, lot no: angbbk] was conducted; a lot quantity of (B)(4) units was released on april 15th, 2012 and no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis for the leopard implant, 5 deg lrdtc, 28x1 was conducted of the specific code from the complaint as the height of the implant affects the stress profile on insertion and therefore this height is not indicative of the family or vice versa. No complaint trends were identified that warrant further investigation. The root cause of the leopard cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, the file will be closed with no further action required.

Event description:
It was reported that the leopard cage fractured during insertion into the disc space. No injury occurred and the cage was removed safely.